Manufacturer narrative:
Product analysis (film review): the exact cause of the delivery system getting stuck within the left iliac artery leading to perforation of the iliac artery which resulted in excessive blood loss and patient death could not be conclusively determined from the pre-implant 3d recon report provided. Additional pre-implant films and films during the implant procedure were not provided. It is possible that access of the delivery system through a diseased left iliac artery may have contributed to the events.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aorto-uni-iliac stent graft was attempted to be implanted in the patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. The patient had a pre-existing left to right femoral to femoral bypass with complete occlusion of the right iliac artery. The diameter of the aorta at the renal artery measured 26 mm in diameter and the proximal aortic neck measured 40 mm in length. There was 9 degrees of angulation with moderate vessel tortuosity and moderate to severe vessel calcification. The patient had advanced atherosclerotic disease. It was reported that, during the index procedure, the delivery system of the endurant ii device became stuck within the left iliac artery. The physician removed the device and cut the device during the removal. However, the left iliac artery was compromised during removal and the patient expired due to blood loss. Per the physician, the cause of the event was due to access of the device through a diseased iliac artery. No additional sequelae were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.